Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and described continued insulin delivery when disconnected for showering or exercise, expressing concern that the basal algorithm delivered insulin without recognizing disconnection and that no meal announcement preceded the event. Symptoms included low blood glucose with transient loss of consciousness. Outcomes included self-treatment with oral glucose and recovery without assistance, injury, hospitalization, or glucagon use. Investigation included complaint intake review, user report assessment, and request to sync device data. Investigation of this case revealed that the device generated no alerts or alarms and that troubleshooting and education were provided. It was concluded that hypoglycemia occurred with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.